Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found lamp error code e105 due to poor contact between the cable and led light source unit. Additionally, the lamp connector was burned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a lamp error (error code e105). The issue was found during preparation for use. The intended procedure was a colonoscopy. The intended procedure was diagnostic. The procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1. (First/given name must remain blank, and the last name must be moved to the corresponding line). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be poor connection between the cable and the light-emitting diode, light source unit. Olympus will continue to monitor field performance for this device.